Event description:
The surgeon attempted to implant the istent prior to phacoemulsification/cataract extraction. His first attempt to implant the stent was not successful due to compromised visibility from bleeding so he used additional viscoelastic to clear the heme. The stent was not able to be implanted and he proceeded with phaco/cataract extraction. During the cataract portion of the procedure the posterior capsule tore and the nucleus dropped into the vitreous, which required a vitrectomy. It should be noted that the patient had a very dense nucleus. The surgeon stated that in retrospect he should have removed more viscoelastic before proceeding with phaco; the additional viscoelastic may have contributed to the pc tear/dropped nucleus by weighing down the nucleus. The patient had a vitrectomy with removal of lens fragments from vitreous by a retina surgeon. As of the most recent visit, the visual acuity was improving (20/40) and iop has been elevated, likely from residual heme.

Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iop evaluation and the need for vitrectomy are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. Dropped nucleus during cataract surgery with phacoemulsification is a known complication and dense cataracts are a common predisposing factor to dropped nucleus. ((B)(6). Dropped nucleus following phacoemulsification cataract surgery. (B)(4).